Event description:
While perform a sphincterotomy on a patient, the doctor noticed the cautery stopped working properly. Checked all connections and everything checked out. The doctor changed the angle on the scope and noticed that the hydratome wire was broken. Unsure of how to proceed, sent for department manager to come help with the issue. The doctor proceeded to pull the broken hydratome, exiting through the scope then reintroduced a new hydratome. The doctor proceeded with the sphincterotomy and balloon sweep. Scope passed all checks in the scope room and in the medivators. Manufacturer response for unit, electrosurgical, endoscopic (with or without accessories), hydratome rx 44 (per site reporter): they have replaced the device. Sent a box for the defective device to be returned.